Event description:
It was reported that the pulse generator exhibited backup vvi mode at implant. A different pulse generator was implanted.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. After downloading the product code, normal function ensued.

Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery (aca) aneurysm. Approximately seven months post procedure, another successful re-intervention was performed to treat the reoccurrence of the aneurysm. No other information was provided.